Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been experiencing unexplained high and low blood glucose levels. Blood glucose level at the time of the incident was 300 mg/dl. Blood glucose level at the time of the call was 160 mg/dl. Customer reported blood glucose levels as low as 60 mg/dl. The customer stated that the insulin pump's drive support cap was loose. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis